Event description:
It was reported the camera head was plugged in and nothing but black was on the screen. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the results of the investigation. It is likely, the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was plugged in. And nothing, but black was on the screen. The issue was found, during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to h9. Updated fields: g1, h9.

Event description:
It was reported the camera head was plugged in and nothing but black was on the screen. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.